Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7005676, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing shocking and burning sensation at the right side. It was noted that the patient feels discomfort and tingling sensation when the stimulation was on or off. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing shocking and burning sensation at the right side. It was noted that the patient feels discomfort and tingling sensation when the stimulation was on or off. The patient underwent an explant procedure and was doing well postoperatively.